Event description:
During a coil embolization, when the physician inserted the dcs coil (7th coil) into the aneurysm, the tip of the coil became snagged on a previously deployed long coil within the aneurysm. Difficulty was experienced during attempts to unentangle the coil, and resulted in unraveling or stretching of the coil. The physician was able to subsequently retrieve the coil into the microcatheter and withdraw the coil. There was no report of any adverse effects to the patient.